Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, multiple unexpected pump error 25 did occur during testing. Device trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received battery alarms on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarms persisted even with the replacement battery cap. The insulin pump was replaced. The insulin pump will not be returned for analysis.